Event description:
It was reported to the manufacturer that the vns pt has been experiencing a slight increase in seizure activity. It is unk if the increase is above pre-vns baseline level. Diagnostic tests performed on the pt's device revealed proper device function. The relationship between the increase in seizure activity and vns therapy is unk at this time. The pt's physician indicated that the pt has incomplete seizure control on a regimen of four anticonvulsants and vns therapy. Medication changes have been made to the pt's regimen over the past few months to help with seizure control with no success. The pt's generator has been replaced prophylactically to help with the seizure control as well. Good faith attempts to obtain the explanted product for analysis and add'l info regarding the reported event have been unsuccessful to date.